Event description:
It was reported that the patient was hospitalized on (B)(6) 2023 for bleeding, infection, and hemoptysis. Hemostatic agents were administered. On (B)(6) 2023, the patient had a major epigastric suture abscess infection. This required surgical and drug therapy. On (B)(6) 2023, the patient had laboratory values taken. On (B)(6) 2023, the patient developed a massive bleed due to tendency to anemia. A blood transfusion was administered on (B)(6) 2023; it was noted that the transfusion was less than 4 units per 24 hours. It was noted that cytopenia due to antibiotics was observed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. It was communicated that the hospital was contacted but would not provide any further information related to the event. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until (B)(6) 2023 when the patient received a routine heart transplant. Reference (B)(4) for the evaluation of the returned device. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. A and the heartmate 3 lvas patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, and pump pocket) and bleeding as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 "patient care and management", lists infection as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Additionally, several sections of the IFU and patient handbook provide care instructions in regard to preventing infection as well as the suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 - brand name: corrected section d4 - catalog number: corrected section d4 - primary unique device identification (UDI) number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had hemoptysis on (B)(6) 2023 with a clear association with the device.